Event description:
Pt received a 2.75mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the mid lad. Stent implant was successful. However, it was reported that approx 7 months post index procedure the pt was re-hospitalized due to an ischemic stroke. Cerebral angio showed a stenotic lesion (95%) in the internal carotid. Bilateral kidney lesion was also confirmed. Investigator reported that the event was unrelated to the study stent and procedure. The pt is reported to be recovered. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: (cva/stroke).